Event description:
Brand new surgical instruments, purchased and unpackaged, inspected prior to processing through the spd [sterile processing department] department, pitting noted on 2 of the 20 items purchased; instrument noted with pitting is a norfolk-norwich retractor from sklar.